Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report the issue. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse primed the ion selective electrode (ise) buffer and baseline solutions and checked the flow rates. No air (bubbles) was observed in the system. The cse removed the ise module and stripped the dilution bowl and found staining on the rear wall of dilution bowl. The ise module was fully cleaned with hot water, refitted to the instrument and the alignments were confirmed. A coefficient of variation (cv) check was run with passing results. The siemens headquarters support center (hsc) reviewed the available information and concludes the probable causes of falsely low sodium (na) or potassium (k) test results include probe alignment, mixing or poor dilution bowl drainage. The cause of the discordant falsely low sodium (na) or potassium (k) test results is unknown. The system is performing according to specifications. No further evaluation of this device is required

Event description:
Falsely low discordant sodium (na) or potassium (k) patient sample test results were obtained on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument and corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely low sodium (na) or potassium (k) test results.